Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, an eye care provider (ecp) called to report a patient (pt) diagnosed with a ¿bacterial ulcer infection¿ in the right eye (od) 9 days after wearing an acuvue® oasys® for astigmatism brand contact lens (cl). The reporting ecp did not examine or treat the pt on this issue. The pt was diagnosed by a different ecp (unspecified). The pt was a new wearer of acuvue® oasys® for astigmatism brand cl. The pt was seen by the reporting ecp for an initial cl exam on (B)(6) 2019. The pt was seen for a follow up on (B)(6) 2019 with no reported complaints. The parent reported that the pt followed the prescribed wear schedule. The parent informed the reporting ecp that the pt was diagnosed with an ¿infectious corneal ulcer¿ on (B)(6) 2019 by another ecp. The ecp was unwilling to provide the pt or the parent contact information. No further information was provided. No additional information has been received or is expected. The lot number is unknown. The availability of the suspect od cl is unknown. No analysis could be conducted. This event is being reported as a worst-case event as the diagnosis and treatment were unable to be verified by the treating ecp. If any further relevant information is received, a supplemental report will be filed.